Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors and endurant aortic cuff were used in the endovascular treatment of the patient. The maximum diameter of the aneurysm was 54.4mm. It was reported that the patient had an aneurx main body and aneurx iliac extension cuffs implanted approximately 14.5 years before. The maximum diameter of the aneurysm was 54.4mm. It was reported that during the intervention, 4 endoanchors were implanted in the main body at the proximal neck. It was noted that the patient expired approximately 2 years post intervention from an unknown cause. Relationship between the patient death and the study device or procedure was not reported. No additional clinical sequelae were reported.